Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete.

Event description:
The health care professional (hcp) reported via a manufacturer representative (rep) that the lead was removed during explant for a patient that had a system with high impedance. The patient had the explant to get an MRI done as well. The patient asked for the device to be checked by the manufacturer because of the impedance issue. The hcp reported that the patient fell and most likely cause the high impedance. High impedance and the need for an MRI led to the event. The issue was resolved at the time of the report. The patient was going to be re-implanted. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the lead ((B)(4)) found the conductor at the proximal end to be broken.

Manufacturer narrative:
Previously reported updated to per additional review.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information reported.